Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during initial implantation procedure, the right atrial lead did not sense the p wave. The physician attempted to place the lead in a different position but the same issue was noted again. The lead was not used and the procedure was completed using a different lead. Patient was stable.